Event description:
Caller reported a cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. The issue was resolved before contacting technical support, and the caller successfully loaded a new cartridge and resumed insulin therapy. Additionally, the customer checked on the status of a replacement pump and was informed it would arrive on (B)(6) 2026, with an email sent containing the fedex tracking number. No further assistance was needed.